Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. Concomitant medical products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Smartablate generator: model #: m-4900-07, serial #: (B)(4). Smartablate pump: model #: m-4900-08, serial #: (B)(4). Non bwi - st. Jude live wire duodeca catheter. Non bwi - st. Jude sl1 sheaths. Non bwi - brk 1 needle. (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponde which required a pericardiocentesis. The patient's medical history was unknown. A transseptal puncture had been performed two times with st. Jude sl1 sheaths and the brk 1 needle. While they were ablating on the posterior wall of the left atrium, the patient began to wake up while under general anesthesia. The patient then began to move and caused a map shift with several error messages and a small pericardial effusion. The physician came off ablation and pulled the catheter back into the sheath. He then checked the pericardial space with the intracardiac echocardiography (ice) catheter that was in the body at the time. They kept the catheter in position and the effusion began to grow. At this point, he pulled all catheters out of the body and both of the transseptal sheaths out of the left atrium. He asked for protamine to be given and a pericardiocentesis was performed with 240 cc of fluid removed. The act was maintained at 250. Settings during the event include power control mode at 40 watts and irrigation flow setting was 30 ml/min. The power was not titrated. There was approximately 30 seconds of ablation at the time of the injury. The site of injury was unknown. It was not known which catheter caused the effusion. The patient was reported to be in stable condition. There was no information about the hospitalization. The patient fully recovered with no residual effects. The physician's opinion regarding the cause of this adverse event was that the patient moved during the procedure. The map shift on the system followed by an immediate error message was assessed as a not reportable. However, the patient event was assessed as a serious injury reportable under the smart touch unidirectional catheter.